Event description:
The patient is [redacted age] mixed cardiomyopathy (adriamycin and ischemic) who had a heartware hvad placed [redacted] as dt. He developed a driveline exit site infection [redacted] with enterobacter cloacae with 2 morphotypes and has been on several different antibiotics and followed by ID. He developed a new driveline exit site infection 3 years later with e. Coli also managed with antibiotics. He sustained driveline trauma the first week in [redacted] when he lifted the tongue of a trailer with significant abdominal strain and bloody drainage. He developed an ascending driveline infection and underwent debridement of the abscess on 2022 and then heartware hvad to heartmate 3 pump exchange on [redacted]. Or cultures have remained negative.